Event description:
Dealer advised right front rigging will not attach to chair out of box. Dealer advised bolt near handle that allows you to latch front rigging onto chair. Dealer advised no damage to the box.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.